Event description:
It was reported the pt's system was removed due to pt death. No cause of death or relationship of the pt's death to the stimulation therapy was provided. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Results: extension. Final device and extension analysis revealed no anomaly found - normal device and extension function.